Event description:
Customer reported a saturation fault error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries and regreased the candlestick connectors. System operates as intended.